Manufacturer narrative:
D4: expiration date: unknown . D4: UDI: unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The use facility reported that the collagen was not attached to the delivery system of the angio-seal device. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal device was returned for product evaluation. The returned sample included the header bag, arteriotomy locator, and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The anchor was exposed from the bypass tube at the distal tip of the carrier tube. No other damage or issues were noted. The complaint can be confirmed for bypass tube detached. The exact root cause cannot be determined. The likely cause was determined to have been bypass tube dislodgement sustained during attempted insertion into the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea/hbrt.